Manufacturer narrative:
The reliability analysis inspected 1 opened and or used enlite sensor and performed visual inspection and found sensor cannula retracted to other side of sensor base. Found cannula to be broken, broken part was not found. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Found sensor needle hub to be separated from sensor's base, unable to confirm insertion complaint against sen-serter. Unable to confirm adhesive anomaly due to sensor was returned opened and or used.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they cannot get the serter to load the sensor. The customer states the sensor came off after two days. The customer's blood glucose level at the time was 204mg/dl. The customer states the needle hub was stuck in the serter. Troubleshoot was conducted. The customer was advised the sensor would be replaced and returned for analysis.